Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Explantation date: (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture, possible rupture. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with mentor memorygel breast implants 450cc and experienced bilateral capsular contracture baker grade IV (l) and baker grade iii (r) and possible rupture on the right side post-operatively. Patient underwent mammogram and sonogram to confirm rupture, but both were inconclusive. As a result, the patient is scheduled for removal on (B)(6) 2021. On (B)(6) 2012, the patient underwent right breast capsulectomy in which the right breast implant was removed and re-inserted back into the patient. On (B)(6) 2016, the patient underwent a bilateral capsulectomy where the implants were removed and re-inserted back into the patient. Per the IFU, this is an off-label use of the devices. This report is for the right breast prosthesis.